Event description:
It was reported that the inner and outer plastic packaging was cracked. It is thought to be most likely due to the implants being wrapped too tightly in the packaging bundle. No consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual inspection of the returned product found the carton exhibits some wear but no creases or dents. Both inner cavities are confirmed cracked/damaged. Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.